Event description:
A healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
A healthcare professional reported, rupture on the left side. Diagnosed, during explant procedure. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). Additional observations: black particles observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported rupture on the left side diagnosed during explant procedure. Device has been explanted and replaced with a non-allergan device.